Manufacturer narrative:
The right siderail latch with screw, bushig and nut were replaced which resolved the issue.

Event description:
Information received indicated the right siderail would not latch. Imp - (B)(4).